Manufacturer narrative:
Concomitant medical products: the main component of the system other implantable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that after battery replacement the patient was unable to feel parasthesia since battery replacement. After x-ray it was revealed that the lead was bent and migrated down at l1-2. The patient did not mention any falls related to the event. Impedances were checked and measured normal except number 6 which was greater than 10,000 and amplitudes were ad 9.95. A revision is planned. No further complications were reported as a result of this event.

Event description:
Additional information was received from the manufacturing representative (rep): it was reported that it was unknown when the lead migration occurred. It could have happened after the battery replacement. No surgery has been scheduled yet. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-07-07. The rep reported that surgery was sc heduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.